Manufacturer narrative:
On (B)(4) 2012 a FDA letter was received in bwi dated as (B)(4) 2012 with report # 9612355-2012-00034 with the following request: is this device associated with any recalls at this time? Answer: a field action notification was performed on july 2011 under report number 2029046-07/07/11-001-c. However, the issue is not related to the reported complaint. Please provide a list of similar events for the past 3 years. Answer: the following list reflects the complaints related to esophageal fistula for the last 3 years (by event date from (B)(6) 2009 to (B)(6) 2012). However, none of these events reported were related to increase in impedance. Regulatory report no.: 9681484-2010-00002, 2029046-2010-00029, 2029046-2010-00065, 2029046-2011-00056, 2029046-2012-00048, 9673241-2012-00075, 2029046-2012-00086, 9673241-2012-00265. What is being done to address this issue? Answer: as explained previously, all the generators used in this case were checked and it was found that they were performing as intended and no failures were found during servicing. The analysis results performed to replicate the issue were explained to the attending physician and he accepted the results/finding as a possible cause for the issue but not as something definitive. It was reported that the patient underwent an a-fib procedure and the patient died due to atrio-esophageal fistula. The customer suspected that the stockert generator delivered more power than intended. The stockert was sent for evaluation. The unit was found functional and ready for use during the service. Functional test and preventive maintenance were performed to the unit. Later, it was also reported that the physician experienced similar problems (sudden impedance rise and/or hw error messages) with the loaner generators that were installed as well as with a brand new generator that was installed. The loaner and the new generators were checked and they passed all the tests. All systems performed according to specification/design. Additional simulation testing was performed and the reported symptom was duplicated in the wet lab environment. The impedance rose when the catheter was pulled back into the sheath and some of the electrodes were inside of the sheath. The conclusion of the investigation was that all the generators used by the physician were performing as intended and no failures were found. The issue as stated previously was only replicated when the sheath covered some of the tip electrodes. These analysis results were explained to the attending physician and he accepted the results/finding as a possible cause for the issue but not as something definitive. If additional information is received a supplemental report will be submitted to the FDA. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that the patient underwent an a-fib procedure on (B)(6) 2012, and the patient died due to atrio-esophageal fistula on (B)(6) 2012. The customer suspected that the stockert generator delivered more power than intended.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA once that the repair record is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Cool flow pump us catalog #: cfp001, serial #: (B)(4). Cool flow pump us catalog #: cfp001, serial #: (B)(4). Biosense webster manufacturer reference #'s: (B)(4) are related to the same incident. (B)(4).